Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a weak signal alarm and was not able to clear threshold alarm. Customer reported via phone call that blood glucose was 49 mg/dl. Customer declined troubleshooting low blood glucose stating it was normal for her. Customer received assistance in clearing threshold suspend.